Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0455277v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0454314v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient programmer was ¿acting up¿ the night before the day of report. It was stated that it ¿went to 5.30¿ and the patient ¿tried to turn it down to 1.80 and couldn¿t get b or a.¿ it was clarified that ¿b was on but couldn¿t get a, and then finally got a.¿ after the patient synched the programmer with her implantable neurostimulator, it was noted that program 1 in group b was at 0.00 volts. Then the patient was directed to switch to program 1 in group a which was at 0.00 volts. It was noted that the patient the increased the stimulation to 1.40 volts. The patient reported that she could feel the stimulation and it was comfortable. It was later reported that the patient stated her stimulator increased the amplitude to 5.30 volts "by itself." It was reported that the device corrected itself on its own. It was stated that the device reportedly did this one other time ¿a couple months ago¿ but corrected itself again. If additional information is received, a supplemental report will be submitted.